Event description:
It was reported that the handpiece began overheating after the completion of an anterior cruciate ligament repair surgery. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the drivetrain connection was worn.